Event description:
Second twin of 40 week gestation, required application of two pairs of forceps without success. Baby successfully extracted with another forceps. Baby with no heartbeat at birth. Resuscitation efforts unsuccessful.